Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of up to 300 mg/dl while using the infusion device, and the customer's parents believe the insulin delivery is inaccurate. The customer was switched to a different infusion device, and his blood glucose level returned to an "okay" level. No adverse event was reported. The alleged product was requested for evaluation.